Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion issue that caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor displaying "high." The customer responded by resuming insulin delivery with their pump and did not require third-party assistance. There was no need for additional assistance as the issue did not frequently occur.